Event description:
The customer reported the transfer set came off at the point where it connects to the catheter adapter while the patient was draining. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
Complaint no: (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of IV was alarming and battery damaged showed on control panel was confirmed. The reported condition was due to faulty main battery. The batteries were replaced to correct the reported condition. (B)(4).

Event description:
On (B)(6) 2010, the facility representative reported to baxter global technical services one colleague cx volumetric infusion pump single channel in which IV was alarming and battery damaged showed on control panel. It was originally reported that it was unknown when the reported condition occurred. However additional information was obtained from the customer on january 22, 2010, stating that the reported condition occurred during patient therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as remediated.

Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.